Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The brake gap was un-seized to remedy the fault. During visual inspection, damaged short and black cover were observed. The archive data review indicated error message ua 16 on the customer reported event date. The platform failed the initial functional testing due to error message ua 16 displayed due to seized brake gap. The load cell characterization test was also performed and both cell modules were found defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The platform damaged covers and both load cell modules were replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse sn (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was displaying an error message user advisory 16 (timeout moving to take-up position ). No known patient consequences reported.